Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional reported via manufacturer representative that the patient noticed redness and peeling around her implantable neurostimulator (ins) site that started three months ago. The patient stated it looked as though her ins was burning her from the inside out and worsened to the point where her incision was leaking and open. No diagnostics/troubleshooting was performed. The system was explanted and the patient recovered without sequela. If additional information is received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Manufacturer narrative:
Analysis was performed and determined that the device was functionally okay, insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.